Event description:
It was reported that during patient use a ventilator experienced a loss of the graphic user interface (gui) display. The patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).